Event description:
The pt, an iddm, began obtaining low readings on her meter on 7/23, but was feeling fine. She reports that she began feeling sick after a few days with nausea and vomiting. She had cut back on her insulin because of the low meter readings, however, continued to take enough insulin to take care of her meals. In the evening of 7/25, she obtained a reading of 45 mg/dl on her meter and consumed a large glass of orange juice. The following morning (7/26) she awoke feeling "really sick." Her 8:00/a meter reading was 70 mg/dl. She called a friend who transported her to the hosp. Prior to departure, she took "nph" insulin. Upon arrival at the hosp at 8:30/a, her bs was tested with a result of "over 500" (unknown method) and it was reported there was "acid in her urine." She was placed on an IV of unknown contents, hooked up to a heart monitor (her heart rate was "150-170") and had blood gases and other tests performed. She was discharged after 9 hrs with a prescription for visual urine tapes. The meter is not cleaned according to MFR's recommendations. No water is used to clean the meter optics. Calibration status is unknown at this time.